Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and missing end cap sticker. Insulin pump received with missing reservoir tube o-ring.

Event description:
It is reported that a customer has high blood glucose of 468 mg/dl possibly do to illness. The customer is reporting that her insulin pump has physical damage in the form of cracks located in the reservoir chamber and is missing partial threading. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.